Event description:
It was reported by the patient that they "lost the use of their left arm and has unbearable pain in the right knee up to the groin area" after having the pacemaker implanted. The patient is upset that the representative will not come to their home. Patient statesthat the surgery left them "injured". The patient would like the device "yanked" out. The patient further reported experiencing chest pain from their phone conversation. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).